Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt complained about poor magnet attraction and very little hearing improvement at first fitting on (B)(6), 2010. Following vg test indicated poor junction between the fmt and the incus. Being fitted with a customized processor, the pt reported better magnet attraction but no improvement in hearing. Finally, the pt insisted to remove the vorp. The pt was explanted on (B)(6), 2011.